Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: unk. Cath place: unk. Catheter met with resistance when two nurses tried to pull it out. Physician was called and discontinued pump and noted a fragment remained inside. There was approx 1.5cm of the catheter left inside.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. The directions for use (dfu) (1306078, rev. D) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise ifa catheter (or portion thereof) is left in the body for longer than this period of time. Results: without the actual product, an analysis cannot be conducted. Conclusion: the sample will be evaluated when received and a follow-up report will be filed.